Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. Upon visual inspection it was found that the insert is missing. The cause of this event remains undetermined. The most likely cause for the reported failure can be attributed to user-applied excessive mechanical forces.

Event description:
It was reported on 10/28/2022 by a sales representative via (B)(4) that an ar-9531 humeral liner impactor plastic tip broke off. Case involvement, no patient effect.